Manufacturer narrative:
(B)(4).

Event description:
It was reported the pacing lead impedance had gradually increased to out of range values. The right ventricular threshold had also increased. The lead was capped and replaced. There were no adverse consequences to the patient due to this event.